Manufacturer narrative:
A lot history review (lhr) of reyi2659 showed no other similar prod complaint(s) from these lot numbers. The device has not been returned for the MFR, at this time, for eval.

Event description:
It was reported that the PICC split at the external 8 cm point on day 24 of the treatment. Otherwire the PICC was in tact. It was removed.